Event description:
A report was received that the patient was experiencing pain at the pocket site with stimulation on and off. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site with stimulation on and off. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein everything was removed. The pocket pain was due to weight loss. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 15402804 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the pocket site with stimulation on and off. The patient will undergo an ipg replacement procedure.